Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection because the port 1 connector was loose from the controller housing due to a loosened locknut; and in addition, the o ring gasket was displaced. The confirmed malfunction is related to the reported event. A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition. Users are further instructed to exchange any controllers that are identified with loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a loose power connector (port1) was found during smr upgrade for the patient's primary controller. There was no excessive force to the controller nor had it been dropped to the floor. The controller was replaced from stock. The patient tolerated the exchange well.